Event description:
Info received that the head up function was not working. No injury reported.

Manufacturer narrative:
Tech found that the head up function was not working. Isolated the issue to a faulty valve guide tube. Replaced the head up valve guide tube to resolve this issue.